Manufacturer narrative:
D1: brand name, corrected data: the initial reporter inadvertently used the incorrect brand name.

Event description:
An update was received confirming that incomplete pin insertion was ruled out during the battery replacement surgery. Therefore, it is believed that the cause of the high impedance was due to a lead fracture. No other relevant information has been received to date. No other surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent a generator replacement due to a depleted battery, and was seen with high impedance after a new generator was placed. It is believed by the physician to be due to a lead fracture. Diagnostics were provided. No surgical intervention has been reported to the manufacturer to date. No other relevant information has been reported to date.